Event description:
It was reported that the customer was hospitalized with a blood glucose (bg) level of 569 mg/dl and high ketones; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on 12/13/2023 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.